Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the product sparks during testin. No negative impact in state of health reported.